Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in - 383323 - catheter broke. It was reported that a new peripheral line is cannulated in the left hand, with good return and patency, at the time of permeabilizing the device hose is broken and blood drops are observed in the venous return. The device was removed and photos were taken as evidence since the device was discarded due to blood remains.

Manufacturer narrative:
DHR review: the complaint lot# is 4199689, sku is 383323, assembly in suzhou plant on 2024. Aug. 13, a planned lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications; no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no sample returned. Pictures of the complaint unit were provided and showed leakage on the extension tubing. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do inspection and leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is observed on tubing. The possible reasons for this type of failure may include: 1. Tubing damage/broken. 2. The swaging between tubing and luer-adapter is not good, leakage is from the swaging location. Current manufacturing already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related to extension tubing, including the swaging force, a poor connection can be detected. 2. Both in-process and outgoing sampling do inspection and leakage test for extension tubing. Conclusion(s): there is no abnormality found in the manufacturing records and the retained sample test results pass, so the root cause is not clear for the reported issue.

Event description:
No additional information is available.